Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished psee45a with lot/batch number x95z2g, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
See mw #5114956.

Manufacturer narrative:
(B)(4). Date sent: 3/23/2023. D4: batch # 106c87. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with an ecr45w reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload, the device was fired and the cut mechanism was partially deployed, the knife did not return to the home position. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the return switch on the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 106c87, and no non-conformances were identified.